Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when retracting a 6f exoseal vascular closure device (vcd) the black bar did not fully close. There was no reported patient injury. The user was trained in the use of the exoseal device. The device was stored and prepped according to the IFU. The exoseal vcd was used in an interventional procedure with a retrograde approach. There were no visible signs of device or package damage prior to use. The vcd was used with a 6f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window showed red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted to the loop. Hemostasis was achieved with manual compression. The device is being returned for evaluation.

Manufacturer narrative:
As reported, when retracting a 6f exoseal vascular closure device (vcd) the black bar did not fully close. There was no reported patient injury. The user was trained in the use of the exoseal device. The device was stored and prepped according to the IFU. The exoseal vcd was used in an interventional procedure with a retrograde approach. There were no visible signs of device or package damage prior to use. The vcd was used with a 6f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window showed red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted to the loop. Hemostasis was achieved with manual compression. One non-sterile exoseal vascular closure device 6f was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. The guard locking simulation could not be performed because the unit was received already locked. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in the expected indicator wire retraction and plug deployment. Additionally, the indicator window achieved the black/white and red position as expected. A high magnification evaluation was executed to examine the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the device. The functional analysis achieved full deployment of the lever with full window transition and plug deployment. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.